Event description:
It was reported that non-sustained lead noise due to post paced t-wave oversensing on the ventricular channel was observed via a merlin.net transmission. The patient was asymptomatic. Reprogramming was recommended.